Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report carelink issues on the insulin pump. Customer also reported low blood glucose issues. Customer's blood glucose levels at the time of the incident was 50 mg/dl. Customer reported that they wasted three infusion sets that did not deliver insulin properly. Customer stated that insulin would not go through at the end. Product is not being returned or replaced.